Event description:
It was reported that during the procedure, a hi-torque whisper ms 190 cm j-tip guide wire was advanced to the target lesion without issue followed by successful pre-dilatation of a non-calcified lesion in the mildly tortuous mid left anterior descending (lad) coronary artery with a 2.5 x 15 non-abbott balloon dilatation catheter (bdc). A 2.5 x 33 rx xience xpedition ll stent delivery system (sds) was then advanced over the whisper ms guide wire without resistance and the stent was deployed successfully at the target lesion. The sds was withdrawn from the anatomy without resistance and the stent was post-dilated using a 3.0 x 15 nc trek rx bdc without issue, as standard procedure; the stent was reportedly not malposed. The nc trek rx was withdrawn from the anatomy without resistance, then whisper ms guide wire was withdrawn without resistance. While recovering, two hours post-procedure, the patient began to experience angina (with pain rate as 6 out of 10) and was treated with sublingual nitroglycerin, resulting in a reduction of pain rating a level of 3 out of 10. The patient was then returned to the cath lab. In-stent thrombosis was revealed under fluoroscopy; the thrombus was successfully treated via post-dilatation with a 2.5 x 15 non-abbott bdc and patient pain resolved. As a precaution, the patient was prescribed integrilin for 18 hours as a result of the thrombus. It is unknown exactly when the thrombus occurred during the initial procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition/xience xpedition sv/xience xpedition ll everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or label.